Event description:
The customer reported that she was experiencing hig blood glucose levels and believed the insulin pump was not functioning properly. Customer stated that her blood glucose level was up to 522 mg/dl the day before the call, which she treated with manual injections. Blood glucose level at the time of the call was 160 mg/dl. The customer was unable to troubleshoot due to not having a tubing clamp. Customer will continue troubleshooting once she has received the tubing clamp. The customer was also advised that the reservoir and infusion set would be replaced and will not return the products for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.